Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unexplained loss of prime issue. It was reported that the pump had emitted multiple loss of prime alarms. There was no reported adverse event associated with this complaint. This complaint is not being reported because the alleged issue is considered cosmetic and therefore not likely to cause interference with insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This supplemental is being submitted to correct the brand name and model number of the product.